Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, the reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in a common femoral vein was attempted with two proglide devices, using the pre-close technique, via a 5f sheath prior to an interventional leadless pacemaker procedure. The sutures of the first proglide device were successfully preplaced. Reportedly, the second proglide device had no suture present when the plunger was removed. The sutures of an additional proglide device were successfully preplaced. The sheath was upsized to 28f and the leadless pacemaker procedure was completed. The successfully preplaced sutures of two proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.